Manufacturer narrative:
A ge service rep performed an onsite investigation. The keyboard was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would no perform fluoroscopy. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.